Event description:
Reporter stated that the surgeon inserted an aq2003v silicone three piece intraocular lens into the eye and a haptic tore off. The silicone was enlarged to remove the lens and placed another lens in the eye. A suture was used to close the wound.